Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03/11/2015 with the following findings: a review of the pump¿s black box data revealed pump reboots. The battery compartment had damaged threads. The returned battery cap had damaged threads, and a damaged ¿coin slot¿ at the top of the cap. The battery cap contact width did not measure within specifications. The battery was stuck when it was removed from the pump. The pump powered on intermittently with the returned battery cap. The investigation was completed with a test battery cap. The electrical current draws measured within specifications. The pump case was opened and no evidence of moisture or loose components was found inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (power issue) issue. The reporter alleged that the battery cap could not be removed from the pump. There was no allegation of an adverse event with this complaint. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a power issue.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.